Manufacturer narrative:
Investigation of the returned device found no damages or manufacturing deficiencies that would result in a communication error. Download data from the pod showed that an 0x3d alarm had been generated. The 0x3d alarm is related to hook switch cups shorting outside of normal sequence. Corrosion was observed on the left slide rail. Investigation determined the source was an internal leak, from a tear in the unexposed portion of the soft cannula. This leak contributed to the observed 0x3d alarm. During investigation, the pod was able to pair with the master pdm with no issues. The exact cause of the reported communication error could not be determined.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours.